Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. System was tested and verified ready for use. Isi did receive the iesu involved with this complaint and the reported failure (erbe not working correctly) could not be reproduced on erbe connected to system. Logs could not confirm the fault occurrence in the field. Visual inspection of the unit found scratches on the top and side cover to the metal and a nick across the grey front panel bottom edge. The unit energized and cauterized and all ports recognized instruments on system.

Event description:
It was reported that after a da vinci-assisted transversus abdominis release (tar) ventral hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report they had trouble with the erbe generator. Logs were not available. System was shut down and disconnected from onsite. The procedure was completed with no reported injury.